Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had leak in past 2nd o ring. The customer¿s blood glucose level was 357 mg/dl at the time of the incident. The customer stated that leak occurred during filling reservoir. The customer stated that reservoir had small soda pop air bubbles. The product will be returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir. Performed pre-fill reservoir test per. Found reservoir no leakage anomaly when removing the plunger, performed manual test and found plunger easy to release from stopper-plunger. Also ran basal, bolus leaking test : reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm insulin pump. Conclusion: reservoir do not leak.(B)(4).